Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "there are black ink in export" in the bd safetyglide¿ insulin syringe with bd¿ needle. Found before use. There was no report of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) 1ml, 13mm, 29g bd safetyglide insulin syringe in an open blister pack from lot # 7228549. Customer states that there is black in the export. The returned syringe was examined and exhibited a jammed stopper in the barrel. CAPA 122939 has been opened to address the deformed stopper issue. A review of the device history record was completed for batch# 7228549. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200713815, 200713954, 200712767] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that "there are black ink in export" in the bd safetyglide¿ insulin syringe with bd¿ needle. Found before use. There was no report of exposure, serious injury or medical intervention noted.